Event description:
It was reported that the patient passed away. They were recently admitted on (B)(6) 2025 for fluid overload and right heart failure while not responding to milrinone. The pump operated as intended, was not explanted, and would not be returned. The cause of death was right ventricle failure unresponsive to milrinone initiation. The patient requested to go to comfort care rather than escalate further. The death was not considered to be device related. Right heart failure did not exist pre-lvad implant, as it was diagnosed on (B)(6) 2022. A device related issue did not contribute to right heart failure. The patient had shortness of breath, ble swelling, and abdominal swelling.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure, and death. No further information was provided. The manufacturer is closing the file on this event.